Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6), 2008. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2012 due to an unknown reason. This was report is based on allegations set forth in patients notice and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2015-00191 / 3002806535-2016-00679). This was report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a revision procedure approximately four years post-implantation due to unknown reasons. This was report is based on allegations set forth in patient's notice and the allegations therein are unverified. Additional information received from patient's legal counsel noted a revision procedure was performed approximately four years post-implantation due to patient allegations of pain, discomfort, elevated metal ion levels, foot drop, paraesthesia of the lower leg, and fluid within the joint.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 7 states, "leg length discrepancy." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 19 states, "altered gait / limp." This report is based on allegations set forth in patient's notice and the allegations therin are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2012 due to an unknown reason. This was report is based on allegations set forth in patient's notice and the allegations therein are unverified. Additional information received from patient's legal counsel noted a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, elevated metal ion levels, foot drop, paraesthesia of the lower leg, and fluid within the joint.

Event description:
It was reported by the patient's legal representative that the patient underwent total hip arthroplasty on october (B)(6) 2008. Subsequently, the patient claims damages in connection with the use of biomet mom implant. This was report is based on allegations set forth in patients notice and the allegations therin are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Initial reporter - unknown . This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.